Event description:
It was reported that the device had a power on reset (por). It was also reported that the patient was undergoing radiation treatment. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset (por). There were 2 por's for write to locked ram, (B)(4) , data=59, on (B)(6) 2011 11:49:39 and (B)(4) , data=6d, on (B)(6) 2011 11:32:15. There was 1 patient alert for por on (B)(6) 2011 21:08:44.